Manufacturer narrative:
Country of origin - (B)(6).

Event description:
It was reported that during use of this tracheostomy tube, the cuff's air pressure was noted to be lowered. A new device was used instead. No medical intervention and no adverse patient effects were reported.

Manufacturer narrative:
One used sample was returned for evaluation. The returned device was given functional testing: a syringe was attached and the cuff was filled with air as per device instructions. The cuff was found to fully inflate with no leakage detected. The reported issue could not be confirmed. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The root cause could not be established; the returned device was found to meet with specifications.